Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp went out and the emergency light ignited. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The subject device was not returned for investigation and the phenomenon was not confirmed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.